Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead had high thresholds and a high impedance. A possible fracture was suspected. The pace/sense portion of the lead was capped and replaced by a pace/sense lead. The rv shocking coils remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary #6942-65: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and analysis of the device memory indicated a lead impedance out of range alert.